Manufacturer narrative:
The recipient's wound has reportedly healed.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced edema at the implant site followed by device extrusion. The recipient's device was explanted. The recipient is healing well. The recipient will be reimplanted at a later date.